Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified mid right coronary lesion that was 90% stenosed. A 3.5x23mm xience skypoint was attempted to deliver to the lesion and several attempts were made, however, it failed to cross due to heavy calcification and tortuosity. As it was being removed resistance was met due to interaction with the anatomy. Once removed, it was noted that the stent implant was flared. It was replaced with a non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.